Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to connect to her ipg after a recent revision procedure. It was believed that the ipg was compromised due to the electrocautery that was used. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to connect to her ipg after a recent revision procedure. It was believed that the ipg was compromised due to the electrocautery that was used. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).